Event description:
The customer reported that patient alarms had silenced themselves on the central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The customer worked with the "usc service" to check the system however they were unable to observe the reported issue. The rse stated the alarm issue was not occurring during servicing of the system and then they requested that the customer log each occurrence in the future. Their is insufficient information to rule out a product malfunction.